Event description:
It has been reported to philips that the allura system did not boot up successfully. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the host pc. The fse replaced the host pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed boot up issues. Upon functional testing, fse found that host pc was faulty. The philips engineer replaced host pc. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.